Event description:
During a ptca treatment procedure, inflation/deflation difficulties were encountered. The physician noted resistance when inserting the catheter through the guide catheter. He then experienced difficulty with the initial inflation to 9 atms. He also noted that the balloon was slow to deflate. The next inflation was to 6 atms and he again experienced the same difficulties. He exchanged the catheter for another product and was able to successfully complete the procedure. No pt injuries or complications were reported.